Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, telemetry, and capture anomalies and the inability to interrogate.